Event description:
Customer reported the system intermittently will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. System operates as intended.